Event description:
It was reported that capture management of the device had increased outputs. It is suspected that the capture management algorithm may be raising the outputs on the ventricular lead as the in office tests indicated the threshold has remained constant. The device remains in use and the patient will be monitored to determine if capture management is inappropriately adjusting the output. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the device's longevity estimate is only 1.5 years minimum and 2 years estimated. The device's outputs were adjusted per manual thresholds and the vcm (ventricular capture management) to monitor only. The device remains in use and the patient will do a transmission in three months and an office check in 6 months. No patient complications have been. Reported as a result of this event.